Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Additional visual inspection has been completed, and no issues were observed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the adc device was reported. Customer received unspecified lower sensor scan results compared to unspecified blood glucose readings obtained on an hcp meter. Customer was unable to self-treat and was administered an insulin injection (dose/type unspecified) by a healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6)has been returned and investigated. Sensor plug is properly seated and no physical damage is observed on the sensor patch. The sensor was found to be in sensor state 1(indicates the sensor was never activated). This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly submitted in the initial report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the adc device was reported. Customer received unspecified lower sensor scan results compared to unspecified blood glucose readings obtained on an hcp meter. Customer was unable to self-treat and was administered an insulin injection (dose/type unspecified) by a healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.